Event description:
It was reported the balloon would not deflate. The doctor had to puncture the balloon to deflate it. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met release criteria. Three samples were returned for evaluation. One sample was involved in the event and two were unopened samples from the same lot. An examination of the used sample confirmed that there were no issues with the balloon and all of the vent ports were patent, with the port sizes within specification. Dissection of the inflation catheter revealed what appeared to be bodily material occluding the lumen. This appears to have contributed to the difficulty of deflation. The two lot samples were inspected and there were no difficulties with inflation or deflation.